Manufacturer narrative:
The reported disassembly of the trigger and chuck of the device was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a cracked trigger housing was identified, which can lead to the reported trigger disassembly. Potential causes for the disassembly of the chuck and trigger include a material fatigue issue or impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger and the chuck of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.